Event description:
The reviewed literature article contained a case report of a pt with an unknown medtronic delta valve. The source literature reported that the pt had symptoms that were believed to be due to shunt overdrainage. The non-functioning delta valve was replaced.

Manufacturer narrative:
(B)(4). This reportable event was identified during review of scientific literature. Contact with the corresponding author has been unsuccessful in yielding additional info on the device. The event reported in the source literature could not be matched to info previously reported to medtronic neurosurgery. The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible, as no lot number was provided. All of our valves are 100% tested at the time of manufacture. Maroulis h, halmagyi gm, et al. Sylvian aqueduct syndrome with slit ventricles in shunted hydrocephalus due to adult aqueduct stenosis. J neurosurg 2008 november, 109:939-943.